Manufacturer narrative:
(B)(4). The actual device was returned for evaluation. Reliability engineering evaluated the device and the reported condition that the pitch on the device spinning was lower than usual and it sounded like the burr was spinning slower was confirmed. An assessment was performed and it was observed that the device failed cutter lock assessment and safety assessment, was power broken (ran in the lock/load position) causing low grinding sound. During repair it was observed that the device had a driveshaft that is broken in half, causing device to fail cutter lock assessment and safety assessment and causing low grinding sound. It was determine that this condition was due to using excessive force when using the device causing driveshaft to break in half. The assignable root cause was determined to component damage due to user error. If additional information should become available, a supplemental medwatch will be submitted accordingly.

Event description:
It was reported that during pre-surgery testing, it was observed that the pitch on the motor device while spinning was lower than usual. It was reported that it sounded like the burr was spinning slower. During in-house engineering evaluation, it was determined that the device failed cutter lock assessment and safety assessment - power broken (ran in the lock/load position) causing low grinding sound. This event did not occur during surgery. There was no patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch will be submitted accordingly.